Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The suction port on the control body side was restricted. In addition to evaluation in b5, there was a leakage from the instrument channel. The plastic distal end cover had dents and scratches. The bending section cover was flabby (soft). The adhesive on the bending section cover cracked. The objective lens had peeling on the cement. The light guide lens had peeling on the cement. The biopsy channel was leaking. The image had lots of black dots. The suction flow was slightly slow. The insertion tube was blistered/bubble and cut or scratched. The scope cover logo was peeling. The brush got caught in suction port. The light guide tube had a minor dent. The scope connector label was peeling. The ending angle was reduced. The play of the up/down angulation control knob was loose. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus, during preparation for use, the evis exera ii gastrointestinal videoscope had a brush head break off inside. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: cleaning brush jammed in suction port on body side of control panel; possibly a foreign objective lodged within.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the broken brush was insufficient cleaning. Olympus will continue to monitor field performance for this device.